Manufacturer narrative:
A sap trend search has been performed. No systemic issue could be determined. Maquet field safety technician evaluated the rotaflow with the following results: the unit was booted without error. No error codes present. Flow readings tested and approved on varying rpm`s. Able to zero floe reading. Unable to reproduce inability to read flow. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Thus the failure could not be confirmed. The rfd was produced in 2009 therefore it cannot be concluded that production influences could have led to the reported issue. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was stated that the rotaflow drive was working but not showing flow data during procedure. The customer reapplied gel and reset the unit, but the issue was still present. But no harm to the patient was reported. (B)(4).